Event description:
A scalpel was used to cut the device off the tissue. The pt is fine.

Event description:
It was reported that during an unk procedure, the device did not open after firing. The procedure was completed with another j&j product. There was no pt consequence.